Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose was running high and that her husband had taken her to the emergency room. Her levels read 500mg/dl when tested after arriving to the hospital. She also had high ketones. Treatment included an IV and 3 units of insulin. No diagnosis was given and she was discharged the same day, when her blood glucose was in the low 300's mg/dl. No additional medications were provided. The pod was worn on the leg. The patient's blood glucose and insulin history is as follows: (B)(6). The patient had tried treating at home by bolusing with the pdm (personal diabetes manager) and increasing her temp basal as well as possibly her basal (could not confirm).